Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that "anatomic patella fractured underneath the triathlon patella. No fall involved. Surgeon operates on the right patella and did orif with 2 wires. He left the original patella in place."